Manufacturer narrative:
Insulin pump passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 trace at u1 on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error. The customer¿s blood glucose was 221 mg/dl at the time of incident. The insulin pump will be return for analysis.